Manufacturer narrative:
(B)(4). Manufacturing date: unknown since serial number is not known all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a female patient had a latmf (left eye tecnis multifocal lens) first eye. She was very happy with her vision but wanted a bit more distance vision. The physician decided to implant a symfony in the second eye. The post-op target was plano but the outcome ended up being -1.50. The physician noted that he used the correct a-constant. The surgery resulted in an unexpected myopic outcome. The patient was not happy with the results and the physician is planning on explanting the lens and replacing it with a different power. Through follow up it was learned that the symfony lens implanted in the second eye was reportedly a +20.0 diopter. This lens was explanted and replaced with a reportedly +17.0 diopter lens. After the exchange the patient ended up with +1.50. With this result the physician is now considering explanting the 17.0 diopter lens as he may have made too much of an adjustment. This report will capture the symfony +20.0 diopter lens explanted from the second eye and a separate report will be filed for the +17.0 diopter lens.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information was received confirming that the wrong diopter size was used. The zxr00 20.0 diopter iol was explanted and replaced with a zxr00 17.0 diopter iol. (B)(6). Model #: zxr00, serial number #: (B)(4), catalog #: zxr00u0200, (B)(4), expiration date: 10/27/2021. (B)(6). Manufacturing date: 10/27/2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: (manufacturing record review) of MDR follow up number 2 incorrectly indicated that there was "no similar complaints received for this order number". However, through further investigation, it was identified that there was one (1) similar complaint for this production order. All pertinent information available to the manufacturer has been submitted.